Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device control unit did not function. It was also observed that the device failed the functional test, check trigger and ecu (electric control unit) function, check oscillation frequency. Min 10800 - 14200 osc/min and mode switch-test pretests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device did not work properly during use on a patient. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient's involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.